Event description:
It was reported that an increase in capture threshold and loss of capture was noted on the right ventricular (rv) lead due to lack of slack. The physician suspected the lack of slack was patient related due to the weight loss and muscle gain of the patient following the initial implant procedure. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.